Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare provider reported rupture and seroma for the right side. Device has been explanted.

Event description:
Healthcare provider reported rupture and seroma for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, an extended opening on posterior, and flat creases. A microscopic analysis was performed which identified: a sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.